Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer was using supplies past labeling. Tandem customer support informed the customer that using supplies past labeling is off-label per the tandem user guide. Customer replaced the pump supplies to address the issue. Customer¿s blood glucose (bg) was ¿high¿ on the continuous glucose monitor graph with moderate ketones. Customer addressed the elevated bg by manual insulin injection. Customer went the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release on (B)(6) 2021.